Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of thrombosis and ventricular arrhythmia, are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the emergency procedure on (B)(6) 2017 was to treat a 100% stenosed, concentric trifurcation in the proximal left anterior descending (lad) artery. The patient presented with a myocardial infarction. The lesion was pre-dilated with a 2.0x12mm non-abbott balloon dilatation catheter (bdc). The 3.0x15mm xience alpine stent was deployed and post-dilatation was performed with a 3.0x12mm non-abbott bdc. The procedure was completed and the stent was confirmed by intravascular ultrasound (ivus) and angiography to be fully expanded. On (B)(6) 2017, while the patient was still in the hospital the patient experienced ventricular fibrillation followed by cardiopulmonary arrest. An emergency coronary angiography was performed and percutaneous cardiopulmonary support was used, and percutaneous coronary intervention was performed. In-stent thrombosis was confirmed. Thrombus aspiration was completed and blood flow was reconstructed. As multiple vessel lesions were remaining, coronary artery bypass graft (CABG) was performed. As cardiac malfunction was observed in the first place (even before the index procedure), a ventricular assist device was used. The patient's anti-platelet therapy was confirmed to be ineffective when checked using the verifynow system. The patient remains hospitalized and diagnosed with heart failure. No additional information was provided.